Event description:
The pt was revised for infection, the ulnar component was loose.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for the part and lot number combination of the pin assembly. Although the complaint is non-verifiable, provided info states the products are not suspected of failing to meet specifications or contributing to the event. Based on the investigation, the need for corrective action is not indicated.